Event description:
An online search of the patient's name identified that the patient passed away. The funeral home noted the cause of death as seizure disorder. It was noted that there was no medical device received from the coroner's office and records did not show if the device was still implanted. No autopsy was performed. The patient's last known treating physician is retired and his office has no records of the patient.